Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility those phenomena were attributed to the following causes; -the subject device was not started; the electrical components aging deterioration of the power supply unit due to repeating use for long term passing more than 15 years since manufacturing the subject device. - the video connector receiver of the subject device was loose, and the image was interrupted; the failure of the lock of the video connector receiver and the worn and loosing of the video connector receiver due to repeating use for long term passing more than 15 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) (oekg) for evaluation. The service department of oekg checked the subject device. It was found the following malfunctions; the subject device could not start due to the power supply failure the image of the subject device was sometimes fell out due to the worn video connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device did not start then was no image when the subject device was turned on at the preparation for use. The field service engineer of olympus (B)(4) (oekg) went to the user facility checked the subject device. It was found the power supply failure which did not give any voltage output and needed the repair. There was no patient injury associated with this report.